Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the interconnect and remote control cables, reloaded system software, restored system configuration and performed a reboot. The system operates as intended.